Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 21-oct-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. In six months, consumer developed pelvic pain, left groin pain, hemorrhagic menses for 8 days with malodorous black-colored blood and presence of clots, chronic fatigue, very tight abdomen, painful at palpation, uterine contraction, lumbar pain / back pain / low back pain, cervical pain, arm pain, left shoulder pain, ocular itching, itching in ears, teeth pain, gums bleeding, daily migraines, skin dryness, eczema, nausea, intestinal disorders, dizziness, palpitations, vision disturbances, breathlessness, asthma worsening (the patient was not a tobacco user), dry cough, abundant nasal discharge, excessive transpiration at night, warm sensation in legs, oedema, restless legs, memory loss, speech disorders with switch of words and forgetting words, loss of libido, pain during intercourses, bleeding during intercourses, and itching. Allergy tests were performed for nickel, chrome and cobalt and were positive for chrome and cobalt. Bilateral salpingectomy was performed on (B)(6) 2016 for removal of essure inserts via laparoscopy. No further information will be available because not contact data was provided. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and developed pelvic pain after six months. One year after placement, bilateral salpingectomy was performed for essure removal. This event is anticipated according to reference safety information for essure. Considering the temporal relation and the absence of alternative explanation, causal relationship with essure device cannot be excluded. As device removal was required, this case is regarded as incident. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-nov-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1815 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and developed pelvic pain after six months. One year after placement, bilateral salpingectomy was performed for essure removal. This event is anticipated according to reference safety information for essure. Considering the temporal relation and the absence of alternative explanation, causal relationship with essure device cannot be excluded. As device removal was required, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.